Manufacturer narrative:
Eval results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a patient was admitted to the hospital and placed on antibiotics (IV vancomycin) due to an infection over the generator site that developed approx 7 years after the pt was implanted. Cultures were taken and revealed (B) (6). The infection was over the generator site and the exact cause was unk. There was an abscess over the generator site. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. The lead and generator were both explanted and not replaced.